Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a leak test failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields-b4, d8, d9, g3, g6, h2, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) performed the daily leak test and test passed. Couldn't replicate fault. Unit passed and checklist attached. Patient involvement unknown.